Manufacturer narrative:
Device had cracked case (battery tube side), cracked battery tube threads, missing retainer ring, minor scratched display window, scratched case and a pillowing keypad overlay. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported that there was a crack on the device case along where the battery was. Device had been dropped. Customer's blood glucose was unknown. Customer agreed to return the reservoir for analysis.